Manufacturer narrative:
Device investigation summary ¿ the returned instrument was examined and the complaint condition was able to be confirmed as the lower forcep arm was found to be fractured near the instrument pivot. No definitive root cause was able to be determined; the failure mode is consistent with the application of excessive compressive force. The compression forceps (03.211.400) are noted in both the 2.7mm variable angle locking calcaneal plating system and the 2.4mm/2.7mm variable angle lcp forefoot/midfoot system. In each system the forceps are utilized to provide anatomical compression when used with 1.6mm compression wires. After wires are inserted into a compression wire hole/slot on each side of the fracture, the forceps are able to engage the compression wire spheres and compress the fracture prior to plate fixation. Relevant drawings for the returned instrument were reviewed. A design change was noted after the manufacturing of the instrument to increase the width at the scissor joint to increase strength and reduce stress on the part. The design, materials and finishing processes were found to be appropriate for the intended use of these devices. A device history review was performed for the returned instrument¿s lot numbers and in each instance no mrrs, ncrs or complaint-related issues were identified with the lots numbers which may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: patient information not provided by reporter. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. DHR review ¿ manufacturing date: january 28, 2011. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The raw material is corresponding to the specifications. No ncrs were generated during production. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that forceps broke during compression between two compression wires in a foot fusion case. When using the forceps to compress a fusion site the forceps broke in the resident's hand. A second set was available causing a minimal delay of less than five minutes. The procedure was successfully completed with no harm to patient. This is report 1 of 1 for (B)(4).